Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 23 units of insulin on board (iob- active insulin in the body) was observed; however, the customer did not recall delivering a bolus dosing. Review of the bolus history showed a carbohydrates value of 859 grams was programmed by the user. Additionally, due to the customer's maximum bolus settings being at 25 units, the pump delivered the maximum bolus of 25 units. The customer acknowledged having delivered an accidental bolus dosing and reported bg level would be addressed as needed. During a follow-up call, the customer reported bg level was at 344 mg/dl.